Event description:
A customer from the (B)(6) alleged his breeze2 meter was giving false high blood glucose readings. On one occasion, the customer received a reading of 3.9 mmol/l. He reduced his usual amount of insulin by one unit and then ate lunch. Later that day, the customer experienced hypoglycemia and paramedics were called. Paramedics treated the customer with glucagon and gave him some soda to drink. The customer was taken to the hospital, but was not admitted. The customer was advised to return his test strips for evaluation. Replacement test strips and a new meter were sent to the customer.